Manufacturer narrative:
Investigation/evaluation: the complaint device delivery system and imaging were provided to assist with the investigation. The tffb-36-95-zt was returned within the sheath separated from the delivery system. Biomatter was present throughout the device, indicating the device was used. The inner cannula proximal to the pin vise was bent. The top cap was docked to the bottom cap. A bend of the inner cannula was observed between the two components. The pin vise was loosened and the top cap was able to be advanced with some resistance noted. An indent was observed where the proximal trigger wire exited the sideport of the top cap. This was consistent with normal use of the device and not indicative of difficult trigger wire retraction. The inner cannula was cut proximal to the top cap. The top cap was then cut circumferentially away from the dilator tip. The inner diameter of the top cap measured in specification. The top cap was cut longitudinally in half to inspect for damage from the suprarenal stent. No scratches were observed within the top cap. Evaluation of the returned device gave no indication that the device was manufactured out of specification. The bend of the inner cannula observed between the top cap and bottom cap could be a result of the difficulty experienced advancing the top cap or from difficulty advancing the device through patient anatomy. There was no damage observed on the inside of the top cap. This failure could not be duplicated without the tffb graft. Multiple video clips and still images from an angiography procedure, dated 11/2/18, were provided and sent for expert image review. Relevant findings of the attached image review include: the infrarenal aortic neck shows moderate wall irregularity. The 3rd picture is a fluoroscopic image showing the proximal flex graft fully deployed. The left side of the suprarenal stent is angled or bent inward away from the adjacent aortic wall. The rest of the suprarenal stent segment appears to be in normal parallel position. Following deployment of a zenith flex (36 x 95 mm) endograft device, the left side of the suprarenal stent appears to be angled or bent inward, away from the adjacent aortic wall and towards the opposite wall. It is unclear from the imaging if the barbs on the suprarenal stent are tangled and causing the inward deflection or if the stent is simply bent or fractured on the left side. The cause of this cannot be determined from the imaging provided. The physician reports difficulty and ¿greater than normal force¿ during deployment of the top cap, and the image of the gray positioner after removal does show some distortion and a slight bend at the junction with the top cap. However, it cannot be determined if misalignment or tangling of the suprarenal stent led to the difficulty in the top cap deployment or if excessive manipulation of the graft and top cap during delivery and deployment led to misalignment of the suprarenal stent. The misalignment appears to be resolved with subsequent placement of a palmaz stent. A type 1a endoleak is initially seen following placement of the zenith flex graft. This appears to resolve after placement of the palmaz stent across the proximal graft. This is difficult to fully assess, however, as the superior mesenteric artery runs along the right side of the endograft on the final angiogram viewing angle. The image reviewer confirmed the misalignment of the supernal stent after deployment and a type 1a endoleak that was successfully treated during the implantation procedure. Contributing factors identified were mild irregularity of the infrarenal aortic neck and possibly suprarenal stent tangling or fracture. A review of the device history records could not be performed due to the lack of lot information from the user facility. The product instructions for use (IFU), provided with the tffb-32-96-zt device, states the following in consideration of the reported failure mode: section 2: indications for use: the zenith flex aaa endovascular graft with the z-trak introduction system is indicated for the endovascular treatment of patients with abdominal aortic or aortoiliac aneurysms having morphology suitable for endovascular repair, including: adequate iliac/femoral access compatible with the required introduction systems, non-aneurysmal infrarenal aortic segment (neck) proximal to the aneurysm: - with an angle <60 degrees relative to the long axis of the aneurysm, and - with an angle <45 degrees relative to the axis of the suprarenal aorta. Section 4: warnings and precautions: 4.2: patient selection, treatment and follow-up: key anatomical elements that may affect successful exclusion of the aneurysm include severe proximal neck angulation (>60 degrees for infrarenal neck to axis of aaa or >45 degrees for suprarenal neck relative to the immediate infrarenal neck); ... Necks exhibiting these key anatomical elements may be more conducive to graft migration or endoleak. Adequate iliac or femoral access is required to introduce the device into the vasculature. Access vessel diameter (measured inner wall to inner wall) and morphology (minimal tortuosity, occlusive disease and/or calcification) should be compatible with vascular access techniques and delivery systems of a 16 french to 22 french vascular introducer sheath. Vessels that are significantly calcified, occlusive, tortuous or thrombus-lined may preclude placement of the endovascular graft and/or may increase the risk of embolization. 4.5: implant procedure: do not bend or kink the delivery system. Doing so may cause damage to the delivery system and the zenith flex aaa endovascular graft. Do not continue advancing any portion of the delivery system if resistance is felt during advancement of the wire guide or delivery system. Stop and assess the cause of resistance; vessel, catheter or graft damage may occur. Exercise particular care in areas of stenosis, intravascular thrombosis or in calcified or tortuous vessels. Section 5: potential adverse events adverse events that may occur and/or require intervention include, but are not limited to: aortic damage, including perforation, dissection, bleeding, rupture and death endoprosthesis: improper placement; incomplete deployment; migration; component separation; suture break; occlusion; infection; stent fracture; graft material wear; dilation; erosion; puncture; perigraft flow; barb separation and corrosion renal complications and subsequent attendant problems (e.g., artery occlusion, contrast toxicity, insufficiency, failure), surgical conversion to open repair, vascular spasm or vascular trauma (e.g., iliofemoral vessel dissection, bleeding, rupture, death). Section 9: how supplied: inspect the device and packaging to verify that no damage has occurred as a result of shipping. Do not use this device if damage has occurred or if the sterilization barrier has been damaged or broken. If damage has occurred, do not use the product and return to cook. Section 11: directions for use: 11.1.7 main body proximal (top) deployment caution: during proximal trigger-wire removal, top cap advancement, and subsequent suprarenal stent deployment, verify that the position of the main body extension wire guide extends just distal to the aortic arch, and that support of the system is maximized. 2. Remove the safety lock from the top sent trigger-wire release mechanism. Under fluoroscopy, withdraw and remove the trigger-wire by sliding the top stent trigger-wire release mechanism off the handle and the remove via its slot over the inner cannula. If resistance if felt or system bowing is noticed, the trigger-wire is tension. Excessive force may cause the graft position to be altered. If excessive resistance is or delivery system movement is noted, stop and assess the situation. If unable to remove the top stent trigger-wire release mechanism from the top cap, perform the following steps under fluoroscopy: remove tension on the trigger-wire by loosening the pin vise and slightly pulling the inner cannula to move the top cap down over the suprarenal stent. Avoid compressing the zenith flex main body. Retighten the pin vise. Remove the top stent trigger-wire release mechanism. Continue with step 3 in section 11.1.7, main body proximal (top) deployment loosen the pin vise. Control the position of the graft by stabilizing the gray positioner of the introducer. Deploy the suprarenal stent by advancing the top cap inner cannula 1 to 2 mm at a time while controlling the position of the main body until the top stent is fully deployed. Advance the top cap cannula an additional 1 to 2 cm and then retighten the pin vise to avoid contact with the deployed suprarenal stent. Note: if unable to fully deploy the suprarenal stent by advancing the top cap inner cannula, see section 14.2, suprarenal stent deployment troubleshooting. This complaint is confirmed based on the imaging provided. Evaluation of the returned device gave no evidence that the device was manufactured out of specification. A definitive cause for the difficulty advancing the top cap could not be established. Moderate wall irregularity was observed within the infrarenal neck was identified as a contributing factor for this complaint. Suprarenal stent damage or tangling was identified on review of the imaging provided. It cannot be determined if this was a contributing factor or a result of the difficulty advancing the top cap. The observed type 1a endoleak on the imaging provided was most likely a result of the deployment difficulty experienced or from unsuccessful seal within the moderate wall irregularity of the aneurysm neck. Measures have been initiated to address this failure mode. Monitoring will continue to be performed for similar complaints. Appropriate personnel have been notified of this event. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No new event information to report.

Manufacturer narrative:
According to the reporter, the patient did not experience any adverse effects due to this occurrence. Concomitant products: lunderquist wire guide: (B)(4). This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported, during an endovascular aneurysm repair (evar) greater than normal force was initially needed while deploying the top cap. As a result of this, the device did not land precisely where the physician wanted it. Later in the case, when looking at the suprarenal stent, a few of the stents seemed to be misaligned. Additional ballooning was performed to correct the misaligned stents, followed by additional stent placement of another manufacturer's device. The type I endoleak was resolved at the end of the procedure. According to the reporter, the patient did not experience any adverse effects due to this occurrence.